Manufacturer narrative:
Intuitive surgical inc. (Isi) received the two blue reloads associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was fully fired and all staples deployed. The reload was found to have a firing failure. Common causes of the failure mode exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appears to be missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. Common cause of these failures are attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was confirmed that the stapler was cleaned and rinsed with saline between each new reload. The surgeon opened a new sureform 60 stapler instrument and finished the procedure with the same technique, the procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a blue reload had a tissue pushout event. There were two tissue pushout events that occurred with the sureform 60 stapler instrument and both with blue reloads. The pushout events occurred consecutively on the sixth and seventh fire of the sureform 60 stapler instrument. The event occurred while the surgeon was completing the gastrojejunostomy portion of the procedure. The stapler instrument was able to clamp down but as it fired on stomach tissue the tissue push occurred while the fire sequence was in motion. An error message of "unable to complete fire, blade may be exposed" message appeared. It was noted the surgeon did not fire across a prior staple line during the first tissue pushout event (sixth fire) but it was unknown if the seventh fire and the second tissue push came in contact with a prior staple line. The surgeon did not experience any clamping issues prior to firing either blue reload or after the two reported events. There was reported bleeding that occurred due to the events, and this was to be expected after a successful staple line no intervention was required. However, during both pushout events the stomach tissue was bunched and required intervention, the effected tissue was transecting and a repair to the gastrojejunostomy was completed with a new staple line. The estimated blood loss was unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the blue reload during this reported event for failure analysis investigations. Sureform 60 stapler instrument #1 logs show (part number 480460-09), (lot number k19230601-0370), was the first instrument used, and it was installed on the system 7x and fired 7 reloads (3 blue, 2 white, 2 blue, in that order). On installs 1-5, all clamp attempts were successful and the firings were each completed successfully. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~99%, after a duration of ~15 seconds. Peak torque was measured above the threshold at 701 n. On install 7, all clamps were successful, but were followed by a firing failure. The firing stopped at 97%, after a duration of ~40 seconds. Peak torque was measured above the threshold at 701 n. Logs show two instances of error code 22030, representing the failures. The instrument was then removed and not used again in the procedure. Sureform 60 stapler instrument #2 logs show (part number 480460-09), (lot number k17230525-0513), was used next, and it was installed on the system 6x and fired 6 reloads (2 blue, followed by 4 white). On each install, all clamp attempts were successful and the firings were each completed with either 0 and 1 pauses for compression. There were no errors in the logs related to this instrument. The stapler was then removed and not used again in the procedure. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the isi clinical development engineering team. The following additional information was provided: ¿in this video we can see the surgeon performing a roux-en-y gastric bypass. The first 15 minutes of the video show the pouch creation with a sureform60 with 3 blue fires and 2 white fires. There were no noted issues with this section of the procedure. The surgeon then goes on to prepare the section of bowel they plan to connect with the stomach. The surgeon then cuts into horizontal staple line on the right side of the existing pouch with the monopolar curved scissors (mcs) and removes some of the staples from the staple line to create a gastrotomy. The sureform60 is then introduced with a blue reload with the reload side being placed in the bowel and the anvil placed in the stomach to perform a side-to-side anastomosis between the bowel and the stomach. Due to the placement of the gastrotomy we can see that the existing horizontal staple line on the gastric pouch ends up within the jaws of the stapler, we cannot confirm where exactly the staple line is within the jaws. At 29:03 the surgeon fires the stapler and we can confirm that the tissue begins to pushout around the 30mm mark, the stapler pauses at 13mmm, and then reaches 0mm with the ¿stapler cannot complete fire¿ message displaying. The surgeon then unclamps and we can see damaged tissue. The surgeon inspects the damaged area and dragged staples can be seen indicating that the stapler fire crossed an existing staple line. The surgeon fires another blue reload across the pushed out area/existing staple line at 34:33 and we can confirm another pushout occurs beginning at the 41mm mark, pausing at 21mm,16mm,11mm, and reaching 0mm displaying the ¿stapler cannot complete fire¿ message. The surgeon then goes about repairing the damaged tissue/removing dragged and loose staples until 42:40 at which time they bring in the sureform60 again 2 more times with a blue reload and fires twice on the stomach superior to the pushed out area to recreate the gastric pouch, there are no observed issue with these fires. This new pouch is inspected using firefly and then the surgeon goes back to preparing a section of bowel, the surgeon sutures this bowel to the stomach pouch and then then video ends prior to the completion of the procedure. For the first pushout event we cannot confirm if the existing staple line was in the knife path of the stapler fire due to the jaw closure obstructing our view, however there is evidence of dragged staples after the pushout event which is an indication of having crossed existing staple line. The second pushout event we can confirm that the stapler fire does cross an existing staple line as well as the area that previously experienced pushout and may have remaining staples within. The sureform user manual does have warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption like we see in this video.¿ there were two tissue pushout events that occurred with the sureform 60 stapler instrument and both with blue reloads. Record with patient identifier (B)(6) documents the other tissue push.